Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation showed the patient's pacemaker was inappropriately in backup mode. The patient was asymptomatic. The device was programmed back to normal settings. The patient was stable throughout.